Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error code, e226. Based on the investigation results, it is presumed the likely cause of the scope communication errors (b30/e226) and no image, and error e226 is traced to component failure, due to a faulty scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error (b30) during inspection for use involving an olympus colonovideoscope. There were no reports of patient involvement.